Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted due to stress urinary incontinence, cystocele, rectocele, and recurrent urinary tract infection. The patient experienced pain, erosion, extrusion, bleeding, infection, urinary problems, recurrence, and dyspareunia. It was reported that on (B)(6) 2010, the patient underwent removal of mesh due to mesh protrusion. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was also reported that the patient underwent a surgical procedure on (B)(6) 2010 and intepro y-sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2005 concurrently with an anterior colporrhaphy, rectocele repair and a pubovaginal sling. It was reported that the patient underwent a cholecystectomy in (B)(6) 2009, an esophagogastroduodenoscopy in (B)(6) 2009, a bilateral oophorectomy on (B)(6) 2009, and a blepharoplasty in 2010. It was reported that the patient underwent a burch colposuspension of the bladder and colposacropexy on (B)(6) 2010. No additional information was provided.